Event description:
It was reported that a small volume intermate did not flow. The device was filled with 0.9% sodium chloride. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 27, 2013 to september 28, 2013. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there was no flow from the distal luer when the winged luer cap was removed. The direct cause of the no flow problem was due to blockage at the solvent-bonded junction of the tubing and stress-member. The cause of this blockage could not be determined with the provided information. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.